Manufacturer narrative:
The device was not returned for evaluation. The lot number was also not provided therefore a device history review (DHR) could not be performed. Based on the information provided, the root cause of the malfunction could not be determined.

Manufacturer narrative:
Investigation of this complaint is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
Reportedly, the doctor noticed a crack on the tip of the injector while pushing the plunger. The haptic was coming out of the side of the injector. The lens was re-loaded in another similar injector and implanted without any issue. The defective injector was discarded. Additional information has been requested but not received.